Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy. The ipg was no longer able to communicate with external devices. As a result, surgical intervention was taken to replace the ipg.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
Additional information: initial reporter name and phone number.